Event description:
The day after the successful implantation of a stent, the patient was found to have an asymptomatic "oozing" in the left temporal region and slight subarachnoid hemorrhage on an MRI scan. The physician took no actions in response to the "oozing" and felt that this was caused by the guidewire perforating the vessel. 3d- computed tomographicangiography taken four days post porcedure , did not reveal any "oozing". The patient was subsequently discharged from hospital with no residual effects.

Event description:
The day after the successful implantation of a stent, the patient was found to have an asymptomatic "oozing" in the left temporal region and slight subarachnoid hemorrhage on an MRI scan. The physician took no actions in response to the "oozing" and felt that this was caused by the guidewire perforating the vessel. 3d- computed tomographicangiography taken four days post procedure , did not reveal any "oozing". The patient was subsequently discharged from hospital with no residual effects.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Based on the information and the investigation it was concluded that the most probable cause of the vessel perforation was operational context.